Manufacturer narrative:
New information received indicating no problem detected. Updated method code, results code, component code and conclusion code.

Event description:
It has been reported that the co2 is not working and a part is missing from the side monitor.